Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon fired the instrument. After the instrument was reloaded, the surgeon closed and opened a few times to reposition. The instrument was fired and a crack was heard. The gray handle became dislodged. A new instrument was opened to complete the case. There was no consequence to the pt. The tsw35 was from an fd050 kit.